Event description:
Pt complained of chest pain at end of treatment (2 1/2 hours into a 3 1/2 hour treatment). Unrelieved with oxygen and nitro. Pt sent to hospital per md with diagnosis of chest pain. EKG was done in center prior to being sent to hospital. Normal sinus rhythm. 11/9/99 md called center reporting patient's potassium levels were hemolyzed. Pt was dialyzed in hosp to decrease potassium level. No transfusion was required.